Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed 8015 turning on by itself. Technical support- keypad 1. Customer would like to send in unit for warranty repair. 2. Transferred to repair team for further assistance. Technical support case will now be closed. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device was turning on by itself. This is a keypad issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was turning on by itself. This is a keypad issue. No additional information was provided. There was no patient involvement.